Event description:
The patient arrived to the hospital to get the pump refilled on (B)(6) 2012. When the pump was interrogated, the clinician realized that the pump had two active alarms: "motor stall occurred" ((B)(6) 2012) and "stopped pump period may exceed tube set" ((B)(6) 2012); the pump had stopped for two days. The patient was feeling well and he had no symptoms or signals of fentanyl underdose or withdrawal. After reviewing the pump, it seemed that, after the motor stall occurred, the pump had restarted and that it was working fine. The patient was being carefully monitored to ensure that if there was a problem with pump immediate action was taken. "As the patient was fine and had no clinical manifestation of underdose or withdrawal, it was decided not to replace the pump." It was also added that the "cause of the pump's problems might be the drug formulation that was being used (fentanyl 500 mcg/ml)." A drug sample analysis was indicated. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later noted that there was no harm, injury or death as a result of the event. The action required was restart of the pump. They "don't think" the cause was electromagnetic interference. The patient had not undergone MRI.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). All previously reported device conclusion code will be updated/corrected to those listed above.